Event description:
The patient reported uncomfortable sensation at the implant site. An advanced bionics representative performed device eval. The problem was not confirmed. An explant surgery has been recommened.